Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess electrode electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks as a result of noise and oversensing. Review of episodes noted positional changes in amplitudes resulting in smartpass being disabled and a total of 12 inappropriate shocks. An x-ray was performed and it was noted the electrode appeared to no longer be in an ideal position. Additional testing with the automatic screening tool determined the patient had no suitable sensing vector. The physician elected to perform a revision procedure at which time this s-ICD and electrode were explanted and replaced with a transvenous system. No additional adverse patient effects were reported.